Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 4/25/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported moderately increased severity of thyroid gland, worsened anxiety, compromised nervous and immune systems, diabetes worsened, elevated metal ions, metallosis, metallosis poisoning thyroid gland, severe rashes, hearing loss, right knee neuropathy, and agonizing muscle spasms of hip. Primary surgical report noted 725ml estimated blood loss. Revision surgical report noted a moderate amount of darkly tinged synovial tissue and low metal ion levels. Lab result report for metal ions were less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 18, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).